Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that IV primary line as pump was beeping air in line. The customer pulled IV tubing out of pump and cleared air from line. The customer went to put in the line in pump, the line severed at blue and white clamp. One sample was received for quality evaluation. Visual examination indicates that tubing separated below the lower pumping segment fitting. The customer complaint of separation was verified. The investigation for the root cause of the issue was forwarded to manufacturing. After investigation, the potential root cause of separation between tubing and lower fitment could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. There were no additional actions taken at the manufacturing facility due to the product no longer being manufactured at that facility. The new manufacturing facility has addressed the issue reported from similar issues and implemented an accessory to the solvent dispenser to assist production staff in guiding the tube into the insertion point of the dispenser to ensure the correct application of the bonding solvent. A device history record review for model 2426-0007 lot number 24109078 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim .   It was reported by customer that IV primary line as pump was beeping air in line. Writer pulled IV tubing out of pump and cleared air from line. Writer went to put in the line in pump, the line severed at blue and white clamp.